Manufacturer narrative:
A steris service technician inspected the system 1e and found the customer was using an incorrect accessory with the system 1e processor causing the reported leak. In addition, the technician identified a large amount of water in the drip pan of the system 1e processor. The system 1e operator manual (9-1) contains information regarding daily cleaning and checks to be performed by the system 1e operators. The operator manual states, "step 3 clean processing tray - wipe the inner surface and seal, processing tray/container, and accessory rack with a soft cloth dampened with 70% isopropyl alcohol." The facility was informed of the proper use of the system 1e particularly the importance of using only system 1e accessories with the system 1e processor. No further issues have been reported.

Event description:
The facility reported their system 1e was leaking water. No injury, procedural delay or cancellation was reported.